Event description:
Patient came for a cta computed tomography angiography chest and abd/pel abdomen/pelvis CT as an ed pt. During the power injection the extension set split open and the exam needed to be stopped. Nurse attempted replacement but was unsuccessful and upon closer look, it was determined that the existing catheter wasn't working. There was no harm to the patient.